Event description:
It was reported that this right ventricular (rv) lead dislodged approximately one month after implant. The patient was presented to the hospital for a lead revision procedure. However, during the revision procedure, the physician was unable to retract the helix after 80 turns. Subsequently, the physician elected to replaced this rv lead. Another rv lead was successfully implant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged approximately one month after implant. The patient was presented to the hospital for a lead revision procedure. However, during the revision procedure, the physician was unable to retract the helix after 80 turns. Subsequently, the physician elected to replaced this rv lead. Another rv lead was successfully implant. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.